Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/13/2016 with the following findings: a review of the black box data showed frequent low and replace battery alarms. A visual inspection of the pump showed that the pump case was cracked near the top right corner of the display. During testing, the pump¿s current draws were found to be above specifications. The pump cover was opened and moisture damage was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.